Manufacturer narrative:
The samples are collected in closed, pierced cap tubes with the sufficient sample volume poured into nesting cups. No problems were noted with calibration or qc prior to or after the event. A field service engineer (fse) was dispatched on (B)(4) 2011 and reported that the collar wash was loose and suspects the level sensing is not working properly. The fse also indicated that when the level sense cable was bent to the left, a false level sense message was obtained during troubleshooting. The fse replaced the probe/level sense. Although hardware was replaced, the root cause remains unknown to date.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patients' glucm sample result did not match when running in duplicate mode. The sample generated a false low result. It is unknown what result was reported out of the laboratory. The customer did not call and complain to bci about this sample. Patient treatment was not affected in regard to this event as the customer runs glucose in duplicate mode and verifies prior to reporting results.